Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 559 mg/dl. Cause was not known. Customer required assistance from spouse to provide water to address bg. On advice of healthcare provider customer gave an 11 unit manual injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.